Manufacturer narrative:
Subject device is an instrument and is not implanted. No investigation could be performed, no conclusion could be drawn as no device was returned.

Event description:
During a plif procedure, surgeon was using the plif rectangular bone curette as a scraper and the tip broke off in the pt. The tip moved to the anterior side and was seen on a c-arm image during graft placement. The surgeon will watch the pt.